Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating a high temperature alarm. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Onsite repair is pending.

Manufacturer narrative:
The quote for onsite service was cancelled due to no response from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.